Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the station was running without issues, and no further investigation was required. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cubie was not releasing. However, there were no delay to patient care and adverse events or injuries reported based on this incident.